Manufacturer narrative:
Donor was reported to be fine after 2 doses of calcium. When the draw was started there was already anticoagulant in the bowl. On the return air was coming from the platelet bags but the bags were without air because of the very short draw. The tubing was not set properly resulting in the misplacement of the air. This event occurred in croatia with a product that is not registered or marketed within the us. However, haemonetics has a similar device marketed and cleared for use by the FDA where the alleged malfunction can potentially occur. This report is being filed due to the reported failures that could occur on a similar device marketed and cleared for use by the FDA.

Event description:
On (B)(6) 2020, haemonetics was informed by the customer of an adverse event. Several warnings that the pressure was too low.